Manufacturer narrative:
Additional information: g3, h2, h3, h11. One pulse field ablation (pfa) generator was received for evaluation. The bfc was removed and appeared to have resistor damage to t13, r14, r17, r18, r19, r21, r24 (surrounding r13 r19 is observable thermal radiation). Further investigation inspected the pinnacle relay interface, pinnacle focal relay, pinnacle relay slots 0-3, and the bridge boards slots 0-3. It was observed on bridge board slot 3 thermal electrical damage was found on and around locations oh1, ol1, c48, c49, c50, c51, r44, and r69 (additionally potentially rh1 and c33). The field reported event was able to be replicated by post sequencing and internal visual inspections. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to electrical damage to bridge board slot 3 and the bfc. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Manufacturer narrative:
One pulse field ablation (pfa) generator was received for evaluation.the device was disassembled and the bfc was removed and appeared to have resistor damage to t13, r14, r17, r18, r19, r21, r24 (surrounding r13 r19 is observable thermal radiation). Further investigation inspected the pinnacle relay interface, pinnacle focal relay, pinnacle relay slots 0-3, and the bridge boards slots 0-3. It was observed on bridge board slot 3 thermal electrical damage was found on and around locations oh1, ol1, c48, c49, c50, c51, r44, and r69 (additionally potentially rh1 and c33). The field reported event was able to be replicated by post sequencing and internal visual inspections. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to electrical damage to bridge board slot 3 and the therapy control unit. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
This report is to advise of thermal damage found on the device during analysis. During an atrial fibrillation procedure, when using the volt 2.0 catheter in the left atrium, it was noted that the current pfa generator had returned to default after an audible sound was heard. Since a study was unable to be ran on the current pfa generator after, the issue was resolved by changing to a different system to continue the case. The procedure was completed with no adverse consequences to the patient.